Manufacturer narrative:
Updated sections: g-4, g-7, h-2, h-3, h-6, h-10. Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot /serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hemopro2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The connecter collars of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned without the broken connector collar piece. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break; cord".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable broke off. After finishing a vein harvest, the cable was being removed from the hemopro 2 device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable broke off. After finishing a vein harvest, the cable was being removed from the hemopro 2 device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.